Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient experienced headaches at implant site, leading to non-use; subsequently the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on may 22, 2017.